Event description:
The clinician reports that the day the implant was placed in ada 6, failure occurred upon insertion. Implant surface not completely covered with bone and ridge augmentation. Patient presented with fair oral hygiene and inadequate bonequality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and increased sensitivity. No further patient complications were reported.